Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged all the insulin was pushed out of the cartridge during the load step but the pump did not give a "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed several "no cartridge detected" alarms. During the "load" step test, the pump was unable to detect the cartridge. The force sensor calibration test was not able to be tested due to the load step malfunction. A component was found to be misaligned on the printed circuit board (pcb). No other damage found to the force sensor circuit.